Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that there are scratches on her screen and she smells insulin. Customer thinks it was two weeks ago she noticed the situation. She has been getting lows. Troubleshooting was performed for damaged and noticed scratch is on the half of the screen due to which they can not read the display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Unit was received with minor scratched lcd window and scratched case. No insulin smell noted.